Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the patient was prepped for the procedure and was already under anesthesia, the stapler and load were used, but the patient¿s staple line opened. No patient injury.